Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient had a gastrostomy tube with a burst balloon and in bad condition which displaced the balloon without prior manipulation. There was no patient harm.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. All associated lot documentation was carefully reviewed; no issues or discrepancies were found related to the reported complaint. There were no physical samples or digital images received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process, complaints, and feedback for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the patient had a gastrostomy tube with a burst balloon and in bad condition which displaced the balloon without prior manipulation. There was no patient harm. Per additional information provided on 09mar2022, the burst results in a clean tear. The gastronomy tube was replaced to resolve the issue. The incident device has been discarded.